Event description:
1) patient diagnosed with a missed spontaneous abortion and had a laminaria placed without complication and a single sponge placed behind. Patient returned the next day to have laminaria removed and under office based dilation and curettage. While trying to remove laminaria, string broke away. Attempt to remove remaining portion of laminaria caused it to fragment into smaller parts. Patient required general anesthesia and operative laparoscopy to remove fragments and have dilation & curettage. Additional information: during laparoscopy discovered patient had congenital anomaly unicornuate uterus with no attachment of the right ovary and fallopian tube to the uterus.